Event description:
It was reported that the oversensing was noted on stored episodes of non sustained right ventricular oversensing. The oversensing signal appeared to be of myopotential. No intervention was performed. The patient was asymptomatic and was stable.